Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, customer reported that there was blood on the tray under the probe wipe cup on the lh750 instrument. Customer also stated that the black probe cup was not aligned. The volume of the leak was not given and the leak was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) evaluated the instrument and found the bottom of the probe wipe was loose. Fse tightened the probe wipe assembly to resolve the issue. No further leaks were reported.